Manufacturer narrative:
Analysis found that the complaint of overheating could not be verified. The pre-repair temperature check findings were 78.20 for the front bearing, 80.9 for the motor and 81.8 for the rear bearing. There was no fault found. The device was tested and passed according to manufacturing specifications. (B)(4) no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that during the procedure the handpiece overheated, the blade was intermittently not rotating nor oscillating and the console had a message "hp stalled". There was no delay with the procedure. There was no patient impact.